Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event of rupture reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Also has in the surface of the shell red particles. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Hcp reported left side with rupture. Devices was explanted and will be returned.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as unidentified (tear) opening (shell thickness within specification) and observed more than three openings on anterior side assessed as surgical damage. Additional observations: ¿ brown particles observed in the gel. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Hcp reported left side with rupture. Devices was explanted and will be returned.

Event description:
Hcp reported left side with rupture. Devices was explanted and will be returned.

Event description:
Healthcare professional reported left side rupture. Patient's representative additionally reported capsular contracture baker grade unknown. Patient undergone capsulectomy. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, b7, g1, g2, h6.